Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.submitted product images appear to display inserter tip tang broken off at the base of the tang.

Event description:
It was reported that patient with degenerative disc disease underwent posterior lumbar interbody fusion at levels l5-s1.intra-op, inserter tip broke off during implantation. Broken tip was retrieved successfully.there were no fragments of instrument remaining inside the patient. No patient symptoms/complications were reported as a result of this event.

Manufacturer narrative:
Visual examination confirms the superior tang is broken; the broken piece is missing and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue. Conclusion: the above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.